Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia 250 ml capacity container leaked from the port. The device was missing the end piece which holds the IV (intravenous) tubing spike, so the tubing didn¿t stay in place and fell out. This occurred when the patient punctured the site with the IV tubing spike prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.